Manufacturer narrative:
H4: the lot was manufactured dec 2021. H10: the actual device was not available; however, retained samples were evaluated. There were no issues observed; the units met specifications. The reported condition was not verified during evaluation of the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was broken (not further specified). The issue was identified during priming. There was no patient involvement. No additional information is available.